Event description:
It was reported that during a surgical procedure at the user facility, the device heated up. The procedure was completed successfully with no clinically significant delay, no patient impact, no medical intervention, and no adverse consequences reported.